Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 6th august 2010 and performed to specification up to the 7th july 2013. The device failed a self-test due to a low battery on the 14th july 2013 and remained in fault mode until the 5th august 2013 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of 10 minutes duration were observed in the device memory between the 3rd september 2013 and the last log entry on the 28th july 2016. The pad-pak became depleted during this time and a further pad-pak was installed which also became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.